Event description:
It was reported that the patient did not charge and maintain the ipg as recommended, and so the ipg became inoperable and the patient lost therapy. Surgery is planned to address the issue.